Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the control iq software did not accurately adjust the amount of insulin delivered. Reportedly, the pump reverted to delivering insulin based off the pump personal profile settings instead of based off of control iq settings despite control iq being turned on. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer continued to use pump for insulin therapy.